Event description:
It was reported that the stent partially deployed. This 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use during an arteriography of the right lower extremity and balloon angioplasty and stent placement procedure. The lesion was located in the right superficial femoral artery. During the procedure, the stent was halfway deployed when it would no longer deploy using the thumb wheel and pull handle. The procedure was completed with a different device. The patient condition was stable following the procedure.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 6x120, 130 cm eluvia drug-eluting vascular stent system was visually examined for damage. Inspection of the outer sheath, tip, inner sheath and the remainder of the device revealed that the handle was open. Additionally, the pull rack was separated 24.2cm from the knob, the proximal inner was separated 4.2cm from the proximal end, the middle sheath was separated at the retainer, and the outer sheath was separated from the nosecone. The stent was separated at 7.3cm, and approximately 7mm was deployed. The distal end of the separated stent was not returned for analysis. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue.

Event description:
It was reported that the stent partially deployed. This 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use during an arteriography of the right lower extremity and balloon angioplasty and stent placement procedure. The lesion was located in the right superficial femoral artery. During the procedure, the stent was halfway deployed when it would no longer deploy using the thumb wheel and pull handle. The procedure was completed with a different device. The patient condition was stable following the procedure.